Event description:
Stem was implanted during right total hip replacement surgery in 1995. In 1998, the stem was discovered to have debonded and loosened. The stem was subsequently revised in 1998 where it was found to be grossly loose and the precoat was noted to have almost completely eroded away. Patient did well postoperatively.